Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The patient was hospitalized for the peritonitis event and another indication. The cause of the peritonitis was unknown. The nurse reported the peritonitis could be related to colitis or constipation; however, this was not confirmed. The patient was treated with unknown antibiotics for the peritonitis. The day after hospitalization the patient passed away. The cause of death was reported to be sepsis related to the peritonitis event. Treatment rendered for sepsis was not reported. It was unknown if the sepsis was solely related to the peritonitis event. An autopsy will not be performed. Dianeal therapy was ongoing; however it was not reported if the patient was performing therapy at the time of death. No additional information is available.